Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. It was noted the impedance measurements had been stable at 500 ohms for approximately and then displayed an acute increase to greater than 2,500 ohms. There was a concern the lead had fractured. A revision procedure was performed. The rate/sense portion of the lead was surgically abandoned. The patient's left ventricular (lv) lead was plugged into the right ventricular rate/sense port for right ventricular (rv) pacing. The shock portion of the lead remains in service. No additional adverse patient effects were reported.